Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer that their insulin pump was alarming no delivery. Customer states that they were about to bolus when issue occurred.. During troubleshooting, customer was asked to perform a fixed prime of insulin. Customer states the insulin did exit and device did not alarm. Advised customer the issue might be occluded insertion site. Customer's blood glucose level was 243 mg/dl at time of reporting. Nothing further reported.